Event description:
When the jaws of the i60 were closed on tissue during a left colectomy procedure, the device lost power: the buttons were inactive and the lights were not illuminated. The i60 was cut out of the pt, and the procedure was completed by use of another device.

Manufacturer narrative:
The cause of the short in the transistor is unk. The transistors are being replaced. A corrective action has been undertaken to address this issue.